Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device disconnected from the housing during patient use, resulting in a leak. The device was infusing the patient with 5-fluorouracil when the leak occurred. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the alarm log for a related report, the home patient (hp) reported a check patient line alarm. The hp stated fluid started coming out of the patient line. The hp closed the clamp on the patient line during pumping. The hp then opened the door to start over with new supplies. Gts explained the alarms and assisted the hp with getting back to self testing with a new cassette in the machine. On (B)(6) 2010 product surveillance spoke with the hp regarding the reported problem. The hp stated that he was not used to the machine the night of this report. He did not remember what he did and could not recall any further details. The hp confirmed nothing unusual was noted with the supplies. The hp confirmed he has resumed therapy without complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.